Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found using test patient board set image found with 180 scopes which signified the customer's unit patient board was defective. The video socket connecter had a defective locker, it didn't secure scope video cable the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported to olympus, the evis exera iii video system center showed no image with multiple 180 scopes. The 190 scopes worked fine. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a defective printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.